Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Abnormally high current drain was not observed during analysis and the cause of the premature battery depletion was not determined. No hybrid anomalies were noted during this analysis. Further analysis of the battery cell did not find a root cause of the rapid voltage depletion seen in the performance data voltage curve. Based on the destructive analysis results, no internal short was present in the battery at the time of the analysis. There was an opening in the anode separator enclosure and lithium material near the cathode tab, however there was no visible short since the lithium was not touching the cathode tab or exposed cathode material.

Event description:
The device was returned to the manufacturer after being explanted due to reaching elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.